Event description:
Compl: fracture of bone (e.g.buccal plate).

Manufacturer narrative:
Customer reported issues regarding fracture of bone(e.g.buccal plate).

Event description:
Compl:fracture of bone(e.g.buccal plate).